Event description:
Review of information indicates high rv pacing impedance and right ventricular oversensing noted. It was further reported that a chest x-ray did not show an obvious lead fracture, and that there were increased thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Review of information indicates high rv pacing impedance and right ventricular oversensing noted. It was further reported that a chest x-ray did not show an obvious lead fracture, and that there were increased thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event. A (B) (6) further alleged that the patient " experienced inappropriate and/or excessive shocking" and a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Review of information indicates high rv pacing impedance and right ventricular oversensing noted. It was further reported that a chest x-ray did not show an obvious lead fracture, and that there were increased thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high oversensing high threshold.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.